Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported during a knee meniscus surgery one fastfix 360 seemed to fail in the deployment of the second anchor. The surgeon describes it as if there was a crack in the needle hindering the second anchor to deploy. Everything was removed from the patient and a new fast fix was used with success. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is dramatically bent. The needle tip is also twisted. The device was functionally tested for proper actuator advancement and cycling and found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices can be established.